Manufacturer narrative:
The customer returned the suspected contour next gen meter, contour next test strips associated with the event and contour next control solution from lot # 4bv2g26 for evaluation. An in-house testing was performed with the returned meter, test strips and control solution, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control tests in the meter's memory. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that he ran control tests with the contour next gen meter and obtained readings of 189 mg/dl at 12:40 p.m., 138 mg/dl 12:51 p.m., 134 mg/dl 12:55 p.m., 153 mg/dl 12:56 p.m., and 204 mg/dl at 12:59 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. A replacement meter kit was sent to the customer.